Event description:
The customer reported the device intermittently displays the system failure - cycle power message/instruction and associated error code 20004 (hard ECG or pads/paddles or leads failure). There was no patient involvement.

Manufacturer narrative:
(B)(4). The customer reported the device intermittently displays the system failure - cycle power message/instruction and associated error code 20004 (hard ECG or pads/paddles or leads failure). There was no patient involvement. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.